Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported to abbott that the patient had an ipg revision. Rep reported on 27aug2020 that the patient's ipg was explanted and replaced on (B)(6) 2020. Rep also stated the reason for surgery was due to the patient's ipg being inoperable because the patient went over a month without recharging their ipg. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is unknown. Patient's weight was unable to be obtained. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient went an extended period of time without recharging their ipg. In turn, their ipg became inoperable. As a result, the patient's ipg was explanted and replaced to address the issue.